Manufacturer narrative:
Reliability analysis (it mass update) inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop (B)(4). Sensor failed per specifications due to low readings. Also found cannula bent. Unable to confirm that customer received sensor in said condition due to customer returning sensor opened/used.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 92 mg/dl and a sensor glucose level of 62 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.